Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have grip input disk #6 and #7 completely broken into pieces inside the housing, likely causing failure of proper grip tension at the distal wrist. Other backend components adjacent to the broken inputs showed damage. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action numbers: isifa2022-05-c and isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.